Event description:
It was reported that this implantable pacemaker was explanted due to noise and low impedance measurements. Another device was implanted instead. This device is not expected to be returned. No further adverse patient effects were reported.